Event description:
It was reported that during a procedure to treat a lesion in the left circumflex with mild tortuosity, heavy calcification, and 90% stenosis, pre-dilatation was performed and a 2.5x33 rx xience prime stent delivery system was advanced but could not cross the lesion. Reportedly, the tip of the stent was noted to be flared. The sds was removed from the patient anatomy with resistance and a 2.5x18 xience prime stent was implanted and balloon dilatation was performed to treat the target lesion. There was no reported adverse patient effect; however, there was a clinically significant delay in the procedure reported due to 2.5x33 xience prime sds not being adequately positioned. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt floppy. Guide cath: 6 fr heartrail ii. Sheath: 6fr ultimum intro. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.